Event description:
It was reported that the colonovideoscope had stripes on the image. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: incompatible scope (e315). Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Additionally, the probable cause of the malfunction found during device evaluation incompatible scope (e315), was traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.